Event description:
Note: this report pertains to the first of three devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-6531 and 3005099803-2008-6532 for a description of the other two devices. It was reported to boston scientific that the user tried three retrieval baskets to remove the stone. The first basket was used in the patient but they could't pass the stone because the basket didn't close very well. Two additional baskets were opened and tested prior to use on the patient. Both were reported to have had the same issue of not closing completely. The facility opted to use a laser instead off a basket to compete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The customers reported condition is confirmed. A visual inspection found that the basket does not close fully. When closed the basket is extended past the specification limit.